Event description:
During the procedure, a 5french vista brite tip sheath was inserted on the right groin into a bypass graft, into a very scarred groin, diagnostic pictures were taken, and then that sheath was removed, and replaced with the 6french crossover 45cm sheath up and over to the left side. When the physician went to remove the sheath, and as he pulled the sheath out, the hub of the sheath separated from the sheath. He continued to pull and the braiding uncoiled as he was pulling. With 15 cm still left in the patient, the sheath fractured again. At this point, a vascular surgeon was called to help. They were able to very slowly pull out the last 15cm of the sheath. In the end, they were able to hold manual pressure and the patient was not harmed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. All distributed lots of the crossover sheath will be recalled.